Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). H6: component code updated to: cover and tip h6 evaluation method code updated to testing of actual/suspected device and analysis of production records h6: evaluation result code updated to deformation problem h6: evaluation conclusion code changed from cmc-no problem detected to adverse event related to procedure. Device evaluated by MFR.: the returned watchman access system (was) sheath was analyzed, and the reported event of sheath kink was confirmed. Device analysis consisted of visual inspection which revealed numerous kinks in the sheath (at 2.5 cm and 4-5cm distal from the strain relief). Microscopic inspection revealed no other damage or defect. The observed damage was attributed to procedural factors as the most likely cause of the damage, due to the forces that are put upon the was device during insertion, advancing, and manipulation.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was noted as complex. A watchman access system (was) was inserted and positioned at the laa. During counterclockwise rotation of the was into the distal end of the laa under the guidance of a pigtail catheter, the proximal end of the was was kinked. A watchman closure device was implanted, and the procedure was completed with the patient's condition being stable.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was noted as complex. A watchman access system (was) was inserted and positioned at the laa. During counterclockwise rotation of the was into the distal end of the laa under the guidance of a pigtail catheter, the proximal end of the was was kinked. A watchman closure device was implanted, and the procedure was completed with the patient's condition being stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6)